Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient acquired an infection due to wound dehiscence of the incision site. The patient was receiving effective pain relief while using the device, but the physician decided to remove the device. Nevro attempted to obtain additional information regarding the nature of the infection but no additional information was available. There have been no reports of further complications regarding this event.